Event description:
Clinic notes dated (B)(6) 2013 note under past medical history that the patient underwent a sleep study and demonstrated mild obstructive sleep apnea. Sleep apnea is also listed under current problems. The relationship of the sleep apnea to vns therapy is unknown. Attempts to obtain additional information have been unsuccessful to date.